Event description:
It was reported that the ett (endotracheal tube) noted to not inflate upon insertion, ett (endotracheal tube) removed and patient was reintubated without further issue. Theatre intubation under general anaesthesia was being administered or performed. There was delay in therapy. The event did not involve death or serious deterioration of a person. There was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. The probable cause is due to a welding error. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.